Event description:
It was reported that balloon rupture occurred. A 3.00mm x 30mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at 14 atmospheres and a leak was noted. The procedure was completed using an alternative device, with no complications reported for the patient.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination revealed the balloon was returned in a deflated state. Multiple kinks were identified along the hypotube shaft. Visual examination could not identify any issues or damages of the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified two pinholes on the balloon when attempting to inflate. There were no issues with the tip of the device. The inner lumen was punctured on either side of the proximal markerband. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an inflation unit and an attempt was made to inflate the balloon for leakage testing. When the balloon was inflated, a leak was identified on the balloon and coming from the bumper tip of the device. A pinhole was located on the balloon material, 7mm and 20mm distal from the proximal markerband. The device could not be loaded onto a 0.014 guidewire due to the puncture on the inner lumen. Loading the device onto the guidewire would further damage the inner lumen. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 30mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at 14 atmospheres and a leak was noted. The procedure was completed using an alternative device, with no complications reported for the patient.